Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 44 mg/dl. The customer also mentioned other blood glucose values such as 130 mg/dl, 216 mg/dl, 100 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. The insulin pump will not be returned for analysis.